Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported by the customer from an enhanced post market surveillance customer survey that (4) to (5) units had an upper hinge post broken back in 2020. Although requested, further information was not provided.